Manufacturer narrative:
(B)(4). Visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges aquatherm heater is not heating up. The alleged defect was detected prior to use on a patient. No report of patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the components were discolored. Functional testing was performed and the unit passed all tests; however, the current test could not be performed due to an open circuit. Based on the investigation performed, the reported complaint was confirmed. The unit would not heat. Although the complaint was confirmed, a root cause for the issue could not be determined. It is possible that the damage found on the components was due to overuse of the unit as it was manufactured in 2013. All aquatherm heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
Customer complaint alleges aquatherm heater is not heating up. The alleged defect was detected prior to use on a patient. No report of patient involvement.